Event description:
A surgeon reports a patient with irregular astigmatism following a lasek procedure on the right eye. The patient previously had cataract surgery on this eye with an iol implant and prior rk surgery.

Manufacturer narrative:
A review of the log file for this system showed that the patient indicated in this complaint had a procedure performed on the od, with no system issues, and the procedure was completed 100 percent with no interruptions. The root cause of the customer's complaint is unknown. (B)(4).